Manufacturer narrative:
(B)(4). D4. Product ID was provided for two screws; however, it is unknown which of the two screws has migrated. Therefore, the migrated screw could be any of the following: 47248603840 ¿ blunt tip screw ¿ (B)(6). UDI: (B)(4). Manufacturing date: jul 16, 2025. Expiration date: jul 16, 2030. 47248604040 ¿ blunt tip screw ¿(B)(6). UDI: (B)(4). Manufacturing date: aug 26, 2025. Expiration date: aug 26, 2030. D10. Ann ph nail rt 9x160mm item# 47249616009 lot# 3239977. Blunt tip screw, ã¿ 4x38mm item# 47248603840 lot# 3245964. Blunt tip screw, ã¿ 4x40mm item# 47248604040 lot# 3251019. Cortical bone screw, ã¿ 4x26mm item# 47-2486-126-40 lot# 3237321r. Cortical bone screw, ã¿ 4x26mm item# 47248612640 lot# 3245444. Washer small (x2) item# 47248800004 lot# 3238847. Proximal humerus nail cap, 0mm item# 47248801000 lot# 3241558. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that one proximal screw backed out approximately 2 months postoperatively following an intramedullary nailing procedure. The patient was monitored, and no revision was planned. Diligence is completed and no further information on the reported event has been provided.